Event description:
It was reported that the end of the device was bent and the customer could not use it. Another like device was used to complete the case with no pt consequence.

Manufacturer narrative:
Evaluation summary: the device was returned with the shaft bent. It was tested for continuity and was found to be functional. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.